Manufacturer narrative:
Additional information can be found in fields: d4 (UDI #), g3, g6, h2, and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for the vessel sealer instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has also attempted unsuccessfully to contact the site to obtain additional information regarding the reported event. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The system logs reveal that the surgeon used the vessel sealer instrument for approximately 16-17 minutes. During that time, the surgeon performed numerous seal and cut functions with the vessel sealer instrument. About 1 hour and 50 minutes after the vessel sealer instrument was installed, the surgical staff encountered a blade jammed (exposed) message. There is no evidence that the emergency stop button was pressed after the message appeared. The surgical staff then uninstalled and reinstalled the vessel sealer instrument two times. However, the vessel sealer instrument failed to home during both attempts to reinstall the instrument on the system. As a result, the vessel sealer instrument was no longer used for the remainder of the procedure. According to the vessel sealer instrument user manual, the following message is displayed if the system cannot safely retract the blade: ¿remove instrument. Warning: blade may be exposed.¿ furthermore, the vessel sealer instrument user manual states the following: "warning: in case of system failure while the instrument is grasping tissue, open the instrument jaws by turning the thumbwheel in the direction of the arrow to release the tissue. Once the tissue is released, close the jaws. (In this case, it is ok to close the jaws on an exposed blade.) Squeeze the release levers and carefully withdraw the instrument." "Warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism. At this time, it is unclear when the blade exposed message occurred in relation to the customer reported failure mode. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the jaws of the vessel sealer instrument could not be opened after the surgeon coagulated with the instrument. However, at this time, the root cause of the customer reported failure mode is unknown. In addition, there is no indication that any patient injury or harm occurred.

Event description:
It was reported that during a da vinci-assisted oesophagectomy procedure, the vessel sealer instrument would not open after coagulating. It is unknown what troubleshooting steps, if any, the surgical staff attempted to perform during the reported event. The procedure was converted to traditional laparoscopic surgery for an unknown reason. There was no report of any patient harm or injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. 67 - intuitive surgical, inc. (Isi) has received the vessel sealer instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint that the instrument could not be opened after coagulation. The instrument was unable to be tested due to the fact that it was returned in damaged condition. The instrument was found to have the snake wrist disk dislodged and the snake wrist cables broken at the distal end. The instrument was also found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.16" in. Additional analysis confirmed the initial fa findings and noted that the findings are typically a result of mishandling/misuse: when the wrist is loaded too heavily or bent a too sharp an angle, the wrist cables can break and the wrist disks can become dislodged. The exposed blade was confirmed. Significant buildup of biodebris was found on the instrument jaw and inside the knife track. This can lead to a dislodged blade. In addition, activating the knife on vessels too large for the jaws of the instrument can lead to a dislodged blade. For further testing, the instrument integrated cable was spliced back together, the blade was reseated, and the instrument was tested on an in-house system. The instrument passed the cut test and energy delivery on wet gauze. Due to the dislodged wrist disks and the broken wrist cables the instrument could not be driven intuitively. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the jaws of the vessel sealer instrument could not be opened after the surgeon coagulated with the instrument. However, the root cause of the customer reported failure mode is unknown. The instrument was received in a damaged condition and therefore could not be tested to confirm/identify any reportable failure mode(s).